Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 600 mg/dl associated with an alleged prime issue. Reportedly, the patient discontinued pump therapy and was treated at the hospital via their health care provider. During troubleshooting with customer technical support, it was noted that the patient did not have a cartridge filled with insulin inside of the cartridge compartment which was causing the pump to read ¿pump not primed.¿ cts was unable to get any more information from the patient at the time of the call. The patient stated that they could get the information from the hospital but cts was unable to. This complaint is being reported because the patient experienced hyperglycemia associated with user error.